Event description:
The customer contact reported an unrequested bolus dose was delivered. The pump was programmed in the bolus only mode to deliver an unspecified medication, with a 1ml bolus dose, a 10 minute bolus lock out, and a 6ml 1 hour dose limit. After an unspecified length of time in use, the nurse reported the pump, "chirped as if a bolus delivery was requested but the bolus cord was not touched". There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the bolus cord delivered an unrequested bolus dose. This was due to an electrical short circuit in the bolus cord.